Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." The device was not returned.

Event description:
It was reported that the purewick female external catheter might have given the patient a urinary tract infection and the patient was not using the product any longer. It was noted that the patient had been using the purewick product for less than 30 days. It is unknown what medical intervention was provided for urinary tract infection. Per follow up information received via liberator on 29oct2021 the patient stated that they had used the purewick system and catheter a couple of times and the patient experienced a rash so they stopped using the purewick products all together. The patient will no longer be using the purewick urine collection system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter might have given the patient a urinary tract infection and the patient was not using the product any longer. It was noted that the patient had been using the purewick product for less than 30 days. It was unknown what medical intervention was provided for urinary tract infection.